Event description:
It started being diabetic, heart problems, arthritis, bone and joint low platelets, liver cirrhosis, leaky gut, tired, no sex drive, headaches, rash, I get red spots on my body when I have low platelets. Since these implants have been put in I have had all kinds of health issues, diabetes, heart problems, liver problems, auto immune disease, low blood platelets, always tired, my implants hurt, one time my right implant was hard as a rock now both have gotten stiff and hurt which the pain has gone to my arm "put" and down my arm, I have rashes, my gastro dr. Can't do biopsy on liver to find out cause because ow low platelets and my oncologist dr does not know what is causing low platelets. I don't have a sex drive anymore because I am always because I am always tired, my bones and joint hurt from arthritis. FDA safety report ID # (B)(4).